Manufacturer narrative:
Dsd scope disinfector functioned as intended. No machine malfunctions were reported. This event due to "improper/incorrect" procedure by user. No pt injuries have been reported. Should any injuries arise, a follow-up report will be submitted at that time. User facility corrected issue. No field service engineer was dispatched to site. Facility reports pt immediately received post exposure pt treatment - two doses of hepatitis b immunoglobulin. Add'l follow-up appointments set for six weeks, three months and six months.

Event description:
Facility reports dsd-201 lcg reservoir was filled with water instead of cidex opa to test for leaks. The biomed left without notifying the user and they reprocessed the scope with only water. Scope was then used on a pt for an egd exam. Only one scope was reprocessed before noticing problem and unit refilled with disinfectant (cidex opa). No pt injuries were reported.